Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed that the balloon material was fully deflated with the presence of dried contrast media inside. Closer examination noted that the balloon material was torn longitudinally for a distance of 18mm approximately 28mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The root cause classification of this investigation is operational context.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a cysto ureteroscopy balloon dilation stent placement procedure.according to the complainant, the balloon in the kit burst while inside the patient. It is unknown if and how the procedure may have been completed.requests for additional information have been unsuccessful.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a cysto ureteroscopy balloon dilation stent placement procedure. According to the complainant, the balloon in the kit burst while inside the patient. It is unknown if and how the procedure may have been completed. Requests for additional information have been unsuccessful.